Event description:
It was reported that when using the bd pyxis medstation system, ermaintrm unexpectedly stopped responding and was stuck on the update screen. The user attempted to resolve the issue by powering the device off and on; however, it now continues to reboot. The user reported that the screen had been frozen at '7%' loading for a duration of 45 minutes. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was turned off during windows updates, which caused a software failure and prevented the application from launching. A field service engineer made multiple attempts to restart the station to either complete or stop the windows updates. As a result, the station became stuck in a boot loop, ultimately leading to a shutdown. To resolve the issue, the hard drive was replaced, and es 1.6 was installed and configured. A field service engineer also confirmed that there was a delay in dispensing medication to the patient, because the station was completely inoperable for almost 24 hours, necessitating hand delivery from the pharmacy. The system functioned as intended after the field service engineer troubleshooted the device.